Manufacturer narrative:
On 8/9/16 integra investigation competed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis. Returned instrument¿s condition: there were (B)(4) boxes of blades with each containing (B)(4) blades returned new and unopened and 1 box open containing (B)(4) unopened blades along with (B)(4) extra unopened that came in a cup and 8 were tested. The blades were tested with a 4-7 blade handle. The complaint report can be confirmed. The instrument not performing as designed. According to them, the blades customer sent back are with our standard. All blades in the lot number has suitable hardness for normal uses. Device history evaluation: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: corrective action preventive action history: issued for surgical blades breaking at tip health hazard evaluation history: issued for the tip of the blade in several instances broke off while performing a periodontal surgical procedure. No injury was reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports blades are breaking off in patients' mouths- no one injured. On (B)(6) 2016, customer reports blades broke on three patients when doctor incising the gums, no piece left in patient, no harm done. No specific information available. Number 3 of 3 events.